Manufacturer narrative:
Further investigation of the patient sample was not possible due to limited sample volume. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue can most likely be excluded.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii (ft3) on an unknown roche elecsys analyzer, a cobas 8000 e 801 module, and a cobas e 411 immunoassay analyzer. The sample also had discrepant results for elecsys ft3 iii ver. 2 (ft3 v2) when tested on the e 801 and e411 analyzers. The results measured at the customer site were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 v2 assay. Refer to the attachment for all patient data. The sample was tested at the customer site on an unknown roche elecsys analyzer (unknown serial number). The sample was repeated on an abbott architect analyzer. The sample was also provided for investigation, where it was tested with ft3 and ft3 v2 on an e 801 analyzer and an e411 analyzer on (B)(6) 2022. The ft3 reagent lot number and expiration date used on the customer's roche elecsys analyzer were requested, but not provided. The e 801 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 574388, with an expiration date of30-sep-2022 was used on this analyzer. The e411 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 585947, with an expiration date of 28-feb-2023 was used on this analyzer.